Event description:
Since initial activation of the cochlear implant, the patient has reportedly experienced pain over the implat site and headaches. Using the appropriated diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantable surgery was successfully completed in 2005.